Event description:
The customer complained of both a questionable etoh2 ethanol gen.2 result for 1 patient and a questionable ise indirect k for gen.2 result for 1 patient tested on a cobas 4000 c (311) stand alone system. From the data provided, only the etoh2 data for 1 patient was a reportable malfunction. The initial etho2 result was < 10 mg/dl with a data flag. The initial result was reported outside of the laboratory but was questioned as the patient was inebriated. The same patient sample was retested on the same analyzer with an etoh2 result of 330 mg/dl. A new patient sample was drawn at a later time to verify the patient level of ethanol were decreasing and an etoh2 result of 200 mg/dl was obtained. There was no allegation of an adverse event. The etoh2 reagent lot information was requested but was not provided. Calibration and qc data was stated to be acceptable. The field engineering specialist determined that the issue was due to a fluidics failure of the sample probe. He checked the internal probe rinse volumes, the gear pump pressure, and the cell rinse head levels. He flushed the sample and reagent probe. He found the ise sipper probe was slightly bent and he replaced it. He performed precision testing with acceptable results. The customer considered all control results to be acceptable. No further issues have been reported following the service visit.